Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the pt's device was in a power on reset condition. It was also stated the pt was experiencing stiffness in their back. It was stated the por and symptoms began after 3 therapeutic ultrasounds on the pt's lower back. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.